Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary procedure, left tkr. Rep reported that a box marked for a size 4 tibial baseplate was opened and the device inside implanted. Upon trialing for the insert, size 4 trial would not fit. Upon examination it was discovered the implant was a size 3. The surgeon had considered both size 3 and 4 implants prior to implantation, and reported that the size 3 implant would remain in the patient. Rep confirms he was in the o.r. At the time of opening and implantation. Rep has pictures of the implant and the packaging, and will be returning the packaging.

Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 3; cat# 5521-b-300; lot# atv7ia it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding product mix involving a triathlon baseplate was reported. The event was confirmed by photographs and the returned device. Conclusions: the packaging was returned however, images of the device and package label were provided which confirmed that the device was nonconforming. An nc was issued for the product mix and is currently being investigated. Further investigation will be conducted and documented in the nc record. No further investigation is required at this time.

Event description:
Primary procedure, left tkr. Rep reported that a box marked for a size 4 tibial baseplate was opened and the device inside implanted. Upon trialing for the insert, size 4 trial would not fit. Upon examination it was discovered the implant was a size 3. The surgeon had considered both size 3 and 4 implants prior to implantation, and reported that the size 3 implant would remain in the patient. Rep confirms he was in the o.r. At the time of opening and implantation. Rep has pictures of the implant and the packaging, and will be returning the packaging.